Event description:
Forty-nine year old male pt had dvt and could not be anticoagulated due to upcoming surgery. Physician elected to place a tulip filter prior to the pt's surgery. The filter was placed without complications and little, if any tilt noted. It was also noted that there was no suprarenal clot. Three days after the filter placement the pt suffered from a massive pulmonary embolism and expired. The autopsy noted that the filter had not moved and had some clot in the apex. No other info is available at this time.